Event description:
Patient's representative reported capsular contracture baker grade iii. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.